Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient reported that the patient's blood glucose level was 120 mg/dl the morning prior to calling animas but read "high" on her meter remote that same evening and felt some nausea along with vomiting. Her blood glucose level was reportedly still "high" the next morning. She started a backup plan with manual injections of insulin and her blood glucose level went down to 459 mg/dl. The patient denies any infection or bleeding at the infusion site. The patient reported that the display screen became gradually dim over time starting a week prior to calling animas.